Event description:
Hospital has recently become aware that the gel media in bectin dickinson anaerobic culturettes are contaminated with non-viable gram negative rods. During some surgical procedures a gram stain is done to determine the extent of surgery to perform or if surgery should be delayed & antibiotic therapy instituted. This discovery, they now know, has significantly affected the care of at least 2 of their patients.